Manufacturer narrative:
Review of DHR for lot 17323974 revealed no anomalies that can be related to the reported complaint. The device is expected for return but has not yet been returned. Additional information will be submitted within 30 days from when it comes available. D2b product code: krd/hcg.

Event description:
The contact from the facility reported that during coil embolization of an aneurysm at the left va-pica and orbit galaxy coil (640cx3575, 17323974) could not be detached. The vessel tortuousity and calcification were unknown. A sheath introducer (terumo), a guide wire (chikai 14, asahi intecc), a guiding catheter (6f envoy mpc), and a micro catheter (sl 10) were also used for this procedure. A coil (target coil, stryker) was implanted as the framing coil, and the orbit galaxy (complaint product) was delivered to the lesion. However the coil could not detach by applying nominal pressure. It was confirmed that the pressure rose up to the nominal pressure and was released for three attempts, but the coil did not detach. So the coil was removed from the patient and new coil was implanted. In total, 6 target coils and 2 galaxy coils were implanted. According to the physician, the purge was done to the complaint coil and it was confirmed that there was no air in the junction part. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the micro catheter. The product will be returned for the investigation. No further information is available.

Manufacturer narrative:
A non-sterile og cmplx xtrasoft coil 3.5x7.5 was received coiled inside of a plastic bag. The hypo tube was found kinked at 115.5cm from the proximal end of hub as well the hypotube was found broken at 155.5cm from the proximal end of hub. The support coil, gripper and embolic coil were found outside of the introducer. The gripper and embolic coil were inspected under microscope; no damages were noted on the gripper while the embolic coil was found stretched and the suture of it was found broken; the edges of the broken section show evidence that appear that it was elongated before it was broken. The hypotube was inspected under microscope and the edges of the broken section show evidence that it was kinked before it was broken. The functional test cannot be performed because the hypotube was found broken. A review of the manufacturing documentation associated with this lot 17323974 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the coil could not be detached could not be evaluated because the hypotube was found broken. The kinked and the broken condition noted on the hypotube were apparently caused by applying excessive force on the device but it could not be conclusively determined. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per that prevents this kind of failures leaving from the facility. No corrective action will be taken at this time.